Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
The following information comes from the presentation abstract "the 44th annual meeting of (B)(4) society for vascular surgery" 2016 vol.44, page p8-4. It was reported the patient had a history of arteriosclerosis obliterans of the lower extremity and symptoms of intermittent claudication on the right side. The patient underwent pci with three drug-eluting stents in the lad with subsequent dapt medication regime. Approximately one month later, an angio-seal vascular closure device was used following a cas for the treatment of right internal carotid artery stenosis; however hemostasis was not achieved. Manual compression was applied to achieve hemostasis. Approximately one month following angio-seal deployment, the patient's claudication was reported to be worsening and the patient returned to the hospital. A computed tomographic angiography revealed an occlusion between the peripheral portion of the right external iliac artery (eia) and the femoral artery (fa), as well as stenosis in the left fa and in the sfa on both sides. It was suspected that the occlusion between the eia and fa was associated with the angio-seal deployment. Dapt was interrupted and surgery was performed 10 months later. During surgery, there was significant thickened intima, continuous plate-like calcification and lightly discolored thrombus at the occlusion site. The thickened intima and calcifications were removed and the incision sites were closed with a patch obtained from the great saphenous vein. Surgery was completed without issue.